Manufacturer narrative:
Internal file number (B)(4). Correction: device code 3026 removed. Evaluation summary: all available information was investigated, and the reported issue of gripper actuation, gripper line break, difficult to close the clip issue, and/or bent shaft could not be confirmed via returned device analysis. No issue was observed during functional testing. The reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. In the absence of a confirmed failure mode a conclusive cause for the reported gripper actuation issue, bent shaft, broken gripper line and difficult to close the clip could not be determined. Physical resistance appears to be related to the challenging patient morphology /pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was obtained: the patient presented with a bi-leaflet prolapse (p2, p3), anterior leaflet flail (a2, a3), significant cleft/scallop, and anterior ruptured chordae.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty positioning, gripper actuation issue, and the suspected gripper line break. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve; however, the anterior leaflet got caught on the gripper arms. An attempt was made to invert the clip and lower/raise the grippers; however, the grippers did not raise. A gripper line break was suspected, but it was not very clear under fluoroscopy. The clip was freed and was inverted in the left atrium. It was initially difficult to close the clip. There was a lot of tension, even though the m-knob was in neutral, the cds remained bent/curved 70-90 degrees. The grippers were raised, and it was finally possible to close the clip and remove it through the steerable guide catheter (sgc) without issue. A new clip was placed, reducing mr to 1-2. No additional information was provided.